Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2022, a 25mm amplatzer cribriform was selected for an implant using a 9f amplatzer treviso intravascular delivery system. During the implantation of the device the physician detected that the shape of the amplatzer device was not appropriate (it had the cobra shape). The device was retracted from the patient prior to released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was exchanged with a 30mm amplatzer pfo occluder was that was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of device deployed into cobra shape could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however is consistent with use of larger delivery system. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 25mm cribriform occluder is an 8f.

Event description:
N/a.